Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
Medwatch received on (B)(4) 2011. Customer reported pump alarming "charge low" although pump was plugged in at the time. After confirmed proper connection, the "on charge" light was illuminated. 10 minutes later, while administering a blood transfusion, the pump which was infusing the blood failed and had an error message reading "charge depleted." A false alarm occurred. There is no further complaint information available.